Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred in early 2008, during drain cycle 2. The pt's ultrafiltration reading was 689ml indicating the home patient (hp) drained 689ml more than their programmed fill volume of 2000ml. This info gives a total drain volume of 2689ml (2000ml+689ml). The hp is doing fine and has been able to continue peritoneal dialysis therapy without any further problems. No pt injury or medical intervention was reported. Despite baxter's attempts, no additional info could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain when multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. Therefore, it is possible that the hp drained the minimum drain required (85% of the fill volume as programmed in their homechoice) during previous drain cycles and drained the remaining 15% at a later point in therapy (drain 2). The device will be routed to the service area.